Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.1, md meter: 4.9. Patient's target therapeutic range is 2.0-3.0. Doctor's type of point of care meter is unknown.

Manufacturer narrative:
Investigation pending.